Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the completed investigation, the most probable cause of the reported event is likely some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. However, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope did not light up during sedation for a therapeutic procedure. There were no reports of patient harm. The procedure was completed with another olympus device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.